Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All products manufactured by medtronic neurosurgery are not constructed with any components which contain natural rubber latex. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient was experiencing symptoms that pointed to a severe reaction possibly to latex. It was later reported that after the duet edms was placed, the patient developed a fever. According to the report, the patient had the drain removed and some changes made to her medications and the fever improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.